Event description:
It was reported that at implant, the left ventricular lead could not be positioned tightly because the lobe of the lead could not open totally. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the outer tubing overlay. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the lobe mechanism, the anchoring sleeve/retention sleeve had a problem, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the retention sleeve has a tear at the clip-on site, retention sleeve still intact. There was blood in the lobes visible. It cannot be determined at the time, but likely the blood in the overlay tubing restricted deployment.